Manufacturer narrative:
Acclarent followed up on this report to gather additional information. The surgeon was uncertain where the spacer went and he felt it was irrigated out of the sinus. He could not see it with an endoscope or on imaging. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2012, of an event occurred on (B)(6) 2012, during a sinus surgical case when acclarent balloon dilation technology were used. A left frontal sinus balloon sinuplasty was performed with no difficulty. Vortex irrigation was used and a great deal of pus came from the frontal sinus. An acclarent frontal sinus spacer was inserted and the surgeon stated there was no difficulty with any part of the procedure. Upon reinspecting the left frontal sinus, the frontal spacer could not be seen with the endoscope and fluoroscopy did not reveal the spacer. An examination of the entire nasal cavity, oropharynx, hypopharynx did not reveal the spacer. A chest x-ray and neck x-ray obtained in the operating room was negative. The pt was awakened and there were no problems with vision. The following morning her headache that had been present preoperatively was gone. There was still some preseptal periorbital edema and the pt complained of some diplopia. Extraocular motion was normal. By noon the diplopia was gone. No further reported sequelae.